Event description:
It was reported that the patient presented for a post-op follow-up in clinic. Upon interrogation, it was noted that the leadless pacemaker (lp) exhibited undersensing and loss of capture. Chest x-ray confirmed that the lp dislodged and was in the left lower pulmonary lobe. The device was explanted and replaced. The patient was in stable condition.